Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to flattened dome switch on the up and down arrow button, esc and act button, and express bolus button. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 225 mg/dl. The doctor stated that the keypad is hard to press. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 520 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was a heart attack. Customer was released after 5 days. Customer was wearing the pump at time of hospitalization.